Event description:
(B)(4). I underwent my essure sterilization procedure on (B)(6) 2015. The procedure was covered 100% by out insurance. When my husband and I decided that we were done having babies, I did my research. A lot of research, hours of reading, on the safest and most effective forms of female sterilization. Essure seemed to have it all; no hormones, no surgery, very short recovery, wouldn't interfere with breastfeeding. A simple device that would allow my body to form a natural barrier between ovaries and uterus. It seemed too good to be true, and it was. I don't remember exactly when the symptoms started. I initially attributed them to just part of having a new baby, but they kept getting worse. Strange and severe cramping, migraines, joint pain and swelling, fatigue, painful intercourse, unexplainable anxiety, irritability, depression, strange rashes and acne that I never experienced before the implant. So began an all consuming search to "fix" myself. I tried everything I could think of; I started seeing a psychiatrist, meditation, elimination diets, hydration schedules, supplements, exercise (as much as you can do with three kids, anyway), etc. Nothing worked, or worked for long. Something was just "off". Then, one day, an article came across my (B)(6); the FDA had issued a black box warning for the essure product. I started to cry while I read the article. I finally had an answer. Thousands of other women reported the same, or far more severe, problems. I've read their stories. I'm lucky. I haven't had to undergo emergency surgeries for life threatening reactions. My doctor was very supportive when I scheduled a follow-up. Unlike many women who were told that it was all in their head. Where I have not received support is the same problem that many other people have; I want these things out of my body, but my insurance company considers this an elective procedure. They will not pay any portion of it, unless I undergo a full hysterectomy.